Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced hemoptysis, leading to the cancellation of the procedure. An additional intervention was subsequently performed. During a cardiomems implant procedure, the physician was unable to locate an appropriately sized vessel in the left pulmonary artery (pa) and navigated to the right pa using a non-boston scientific edwards 7fr swan catheter and a v-18 control wire. The wire was advanced from the left pa to the right pa, where it was positioned in the right middle lobe. During the procedure, the patient began coughing, and hemoptysis was confirmed during suctioning. The procedure was immediately abandoned to identify and resolve the cause of the bleeding. Urgent bronchoscopy revealed trauma to the pulmonary artery, likely caused by the stiff v-18 guidewire. Interventions to manage the hemoptysis included intubation, extracorporeal membrane oxygenation (ECMO), bronchoscopy with intrabronchial epinephrine injection, and fluoroscopy. These measures successfully stabilized the patient, who was extubated and taken off ECMO the following day. The patient recovered fully within two days and was discharged later in the week without further complications.